Event description:
Customer reported problems with dicom and a loose brake handle. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found the dicom problem to be with the customer's server. Loose brake was tightened. System operates as intended.